Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy procedure, a vessel sealer extend (vse) instrument was being used to control bleeding via cauterization and the instrument blade became stuck and exposed. The instrument was removed from use after this event. The procedure was completed robotically. The following information is unknown: the source and cause of the bleeding, what medical/surgical intervention was rendered due to the bleeding, the estimated blood loss, and the patient's current status. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
The vse instrument involved in this reported event was received for failure analysis investigations. The reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the self-initialization, recognition, engagement and seal and cut tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. There was no exposed blade observed during testing. The vse logs for this procedure were reviewed: the logs show 16 bipolar events and 35 sealing events with this instrument with no errors. The logs show that the instrument was used for about 4 minutes. There was no error indicating that a blade exposure occurred.